Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer programmed an extended bolus and the bolus duration appeared to continue beyond the programmed time frame. During troubleshooting with tandem technical support, the customer understood that the requested bolus was not continuing and the pump had delivered the accurate dosage during the requested time frame. There was no adverse effect to blood glucose levels.